Manufacturer narrative:
The field service engineer (fse) replaced multiple valves, the degasser, the nozzle dilution, and the ultrasonic mixing vessel. The fse replaced all of the electrodes and performed flow path cleaning. The reagents were primed, ise checks were performed and calibration, precision, and qc were completed. Calibration was last performed on (B)(6) 2024 with acceptable results. Qc was outside of the acceptable range on several days. The qc results are an indication of a possible reagent or instrument issue. The customer used a centrifugation speed of 1300 revolutions per minute (rpm). This speed may be too slow based on the tube manufacturer's recommendations. The service actions resolved the issue.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided.

Event description:
The customer stated qc was out of the acceptable range on a cobas 8000 cobas ise module (double). Since qc was out, the customer repeated patient samples that had previously been reported outside of the laboratory. The customer identified discrepant results for 2 patient samples tested for na electrode (na). Patient 1 initial result was 130 mmol/l. The sample was repeated twice with results of 136 mmol/l. Patient 2 initial result was 131 mmol/l. The repeat result was 137 mmol/l. The repeat results were believed to be correct. Amended reports were issued.